Manufacturer narrative:
Batch review performed on 01-apr-2025 lot 1902690: (B)(4) items manufactured and released on 13-aug-2019. Expiration date: 27-jul-2024. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: gmk-sphere 02.12.0004l femoral component sphere cemented size 4 (k121416) lot 188178: (B)(4) items manufactured and released on 19-dec-2018. Expiration date: 09-dec-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0510fl tibial insert fixed sphere flex size 5/10 mm l (k121416) lot 1900380: (B)(4) items manufactured and released on 03-may-2019. Expiration date: 21-apr-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 5 years and 2 months after primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successfully.